Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a fall. Undersensing and a small r waves were noted on the right ventricular (rv) lead. Intermittent atrial pacing and intermittent inappropriate ventricular pacing were also noted on electrocardiogram. The rv lead was reprogrammed and both leads remain in use. No further patient complications have been reported as a result of this event.